Manufacturer narrative:
Based on the claim against the product by the customer noting clip application issue, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the medium-large clip applier for evaluation. If additional information is received, a follow-up MDR will be submitted. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the medium-large clip applier instrument clip was not properly released from the branches and sometimes pulled off the tissue again. The procedure was completed with no patient injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found one instrument grip bent. The damage was found near the base of the clip groove, causing a 0.029" offset at the tips. As a result, the clip could not be properly loaded on the grips. The probable root cause of severely bent grips with an offset = 0.05¿ is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h10/h11 for follow-up information.